Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified components of a clearlink continu-flo solution set ¿were not staying together, causing a leak.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.